Event description:
It was reported the atrial lead exhibited a product performance issue. It was also noted that the patient underwent multiple interventions. The lead was explanted. No other information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).